Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plm a+ italian device (refurb). It was reported that the device/pump turned off and deleted all data while it is in operation. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The pump's event logs were attempted to be reviewed as part of the complaint investigation. This indicated that a probable cause for the complaint could be a dead battery causing the pump to shut down. When the pump was powered on for the logs to be downloaded, there was an pump alarm for low battery and the logs were not able to be reviewed due to a faulty keypad. D9: date returned to mfg: 30may2024.